Event description:
During a procedure, the device overheated and burned the patient. The damaged tissue was excised, and the procedure was completed successfully.

Manufacturer narrative:
The reported event, heat, was confirmed during testing. Upon visible inspection, internal corrosion was affecting the bearings. Heat is a known and understood reported event. Based on previous complaint investigations, heat can occur during use. Potential root causes are; degraded lubrication, internal corrosion and damaged bearings.

Event description:
No new information.